Event description:
It was further reported that the lead had triggered an impedance warning for high and varying pacing impedances. It was additionally reported that oversensing was observed on stored electrograms (egms).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sensing integrity counter (sic) / nonphysiologic oversensing and noise. A lead fracture is suspected. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.